Event description:
It was observed during the device evaluation, the airway mobilescope exhibited the scope cover and the grip were sticky and the screen turns white with no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause was identified. Based on the results of the investigation, it is likely the white image event was due to an electrical component failure. The foreign material corrosion of the scope cover and grip were likely due to fluid invasion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.